Event description:
During verification testing at the service center, the device did not alarm when air was present in the tubing proximal to the device.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.